Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was not come out at all and then it suddenly come out. Customer's blood glucose value was unknown at the time of the incident. Customer stated that battery indicator will fluctuate up and down and insulin pump had rejected new batteries. Customer stated that battery life was diminished down to a week or more and also there was a smudge on the display screen. The device will not be returned for analysis.